Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. A mitraclip was attempted to be placed, during maneuvering the clip became entangled within the chordae. Troubleshooting was performed, and the clip was able to be removed from some of the chordae. The clip was implanted medially on the anterior2/posterior2 leaflets with some chordae attached. A second mitraclip was implanted as planned lateral to the first clip to further reduce the mr. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be related to procedural conditions (technique of positioning and poor imaging). The reported poor imaging is related to device shadowing and imaging quality. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a